Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant, the patient experienced a pocket infection. The leads were sent for cultures to be taken. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and not replaced. No further patient complications have been reported as a result of this event.